Event description:
Vague report received from the facility's risk manager reported the pump overinfused. 100mg in 100ml of cardizem was programmed to infuse at a rate of 10ml/hr. Approximately 1.5 hours into the infusion, the bag was found empty and the pump's display read 85ml left to infuse. Despite baxter's efforts to obtain additional information regarding the date this incident occurred, specific patient information, pump programming and set-up information, the serial number of the pump involved, medical intervention and patient injury, no additional information has been obtained.